Manufacturer narrative:
Our evaluation of the device revealed blood residue inside the smoke evacuation handpiece. This device is designed to remove surgical smoke only. Suction of fluids is not be performed with this handpiece.

Event description:
Procedure: radical prostatectomy. Surgeon was using the goldvac throughout the surgical procedure. About an hour into the case, the surgeon depressed the coag button on the goldvac to cauterize tissue and then set it on the drapes, but it did not turn off. The safety holster was present on the field, but was not used.